Event description:
Philips received a complaint by the customer on the v60 indicating that the error, overvoltage protection (ovp) circuit failure had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.